Manufacturer narrative:
The account replaced the left coiled cable to repair the bed.

Event description:
The account stated there are exposed wires on the left coiled cable. The cable was damaged due to it rubbing against the left head caster.